Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their trransfer set from the patient line of the homechoice set without pausing therapy. The home patient reconnected themselves to the setup and received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.